Event description:
Continued issues with nurse call equipment in at least 30 various locations in acute care hospitals thru out the us and canada. No testing was completed most equipment was replaced at least once maybe twice and in some cases 4 times with at least 4 codes not being annunciated.